Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3986a, lot# n069400, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patients device turned on by itself while he was riding a tractor on (B)(6) 2013. The patient felt a steady shocking sensation. The device would not shut off and the patient was unable to adjust the stimulation. The patient threatened to do surgery himself and cut the wires instead of going to the emergency room. The low battery indication of the stimulator was displayed. The switch position was assessed and the device was eventually turned off. The patient stated he did not call his managing physician when it started as he didn¿t have the resources to get to the office. The patient went to the emergency room on (B)(6) 2013 but the device was unable to be shut off. A company representative was not in the area that night. The patient did have a pain physician, but had not seen him for 6 years. Two days later, the patient was still being shocked. It was further reported that a company representative met with the patient on (B)(6) 2013. The patient felt tingling in their legs and feet even when the stimulator was off. The stimulator was off when the representative checked the device. The device was turned on and the patient felt the stimulation appropriately in their abdomen, and the stimulation was taking care of the pain. The patient stated this started a week prior, after working on a ¿bush hog.¿ the patient was directed to their physician since the tingling occurred when the stimulation was off. An initial impedance test at default resulted in question marks, however, re running at an increased value lead to normal impedances. It was further clarified that the patient had not mentioned any of the shocking sensations and was not in any distress when the representative met with him. The patient was informed the system check was normal and was given a print out of the interrogation. The patient was advised to seek his physician for other sources of the tingling.

Manufacturer narrative:
(B)(4).